Manufacturer narrative:
This report is submitted on september 13, 2023.

Manufacturer narrative:
This report is submitted on july 28, 2023.

Event description:
Per the clinic, the patient experienced a cholesteatoma (not device related). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.